Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram reported no ivc anomaly with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 4.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray completed the same day revealed no evidence of filter fracture, embolization, or migration, with 0 degrees filter tilt per the site. Analysis revealed no filter fracture, deformation, or embolization. There was 7.7 degrees of filter tilt in the ap view and 12.7 degrees of filter tilt in the lat view. On (B)(6) 2016 (149 days post-procedure), it was determined that the filter was no longer clinically needed and was removed. The pre-retrieval x-ray was completed the same day; the site indicated no filter fracture, embolization or migration. There was 0 degrees of filter tilt. Analysis of the x-ray revealed no evidence of filter fracture, deformation, or migration. There was 12.1 degree of tilt in the ap view and 23.2 degree of tilt in the lat view. Patient outcome: pt remains in the study until the 1 month follow-up from retrieval.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #: igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: a celect-pt filter was deployed in an infrarenal location with insignificant tilt. 149 days later both right and left lateral most primary filter legs extended approx. 6mm outside the column of contrast and x-ray demonstrated anterior tilt relative to anterior margins of lumbar spine increasing from 13° to 24°. However, the true tilt in reference to the ivc center line cannot be determined, as a lateral venogram was not performed, but a CT scan from filter placement demonstrated a mild anterior displacement of ivc in reference to anterior margins of vertebral bodies. The intrinsic anterior tilt of ivc at this level measures 13° indicating the true anterior tilt of ivc filter within the ivc calculates to approx. 11°, defined as insignificant tilt. Also, a filter demonstrating 24° anterior tilt would most certainly have the ivc filter hook abutting the ivc wall potentially causing some difficulties with filter retrieval and no difficulty was detailed regarding the filter retrieval. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2016, during the index procedure the patient had a celect filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 22 mm. The ivc was noted to have no anomaly or thrombus prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was reported as 0 degrees by site. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram reported no ivc anomaly with no thrombus present in the ivc. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 21.9 mm. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 4.3 degrees in the ap view. There was no extravasation of contrast but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray completed the same day revealed no evidence of filter fracture, embolization, or migration, with 0 degrees filter tilt per the site. Analysis revealed no filter fracture, deformation, or embolization. There was 7.7 degrees of filter tilt in the ap view and 12.7 degrees of filter tilt in the lat view. On (B)(6) 2016 (149 days post-procedure), it was determined that the filter was no longer clinically needed and was removed. The pre-retrieval x-ray was completed the same day; the site indicated no filter fracture, embolization or migration. There was 0 degrees of filter tilt. Analysis of the x-ray revealed no evidence of filter fracture, deformation, or migration. There was 12.1 degree of tilt in the ap view and 23.2 degree of tilt in the lat view. Patient outcome: pt remains in the study until the 1 month follow-up from retrieval.